Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon still in vaginal canal, would not come out [foreign body in reproductive tract] string on the tampon unraveled and came apart from the cotton tampon still in vaginal canal. It would not come out [complication of device removal] string unraveled, came apart from tampon [device breakage] when removed tampon shape square, unfolded like blinds on a window [device physical property issue] case description:consumer sent e-mail stating the string on the tampon unraveled and came apart from the cotton tampon still inside her vaginal canal. No serious injury was reported.

Manufacturer narrative:
30-dec-2020 product investigation results: cause was traced to manufacturing. Action plan is in place.

Event description:
Tampon still in vaginal canal, would not come out [foreign body in reproductive tract]. String on the tampon unraveled and came apart from the cotton tampon still in vaginal canal. It would not come out [complication of device removal]. String unraveled, came apart from tampon [device breakage]. When removed tampon shape square, unfolded like blinds on a window [device physical property issue]. Probable manufacturing cause [manufacturing issue]. Case description: consumer sent e-mail stating the string on the tampon unraveled and came apart from the cotton tampon still inside her vaginal canal. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon still in vaginal canal, would not come out [foreign body in reproductive tract]. String on the tampon unraveled and came apart from the cotton tampon still in vaginal canal. It would not come out [complication of device removal]. String unraveled, came apart from tampon [device breakage]. When removed tampon shape square, unfolded like blinds on a window [device physical property issue]. Consumer sent e-mail stating the string on the tampon unraveled and came apart from the cotton tampon still inside her vaginal canal. No serious injury was reported.